Manufacturer narrative:
Device was received for evaluation on 2023 - investigation is not yet complete.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date and involved and unspecified tego connector. The reporter stated that they had an incident of arterial air in the blood line. It was not reported if there was patient involvement or not. There was no report of harm as a consequence of this event. No other information was provided.

Manufacturer narrative:
One used list #d1000, tego¿ connector, appx 0.05 ml was received for evaluation as well as a photo sample. There were no visible anomalies or damage observed. No mating devices were returned to evaluate with the d1000 tego connector. The returned d1000 tego connector was pressure and vacuum leak tested. No leaks were observed during testing and the d1000 tego connector met product performance expectations. The complaint was unable to be replicated or confirmed. A device history review could not be conducted because no lot number(s) was/were identified.